Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(4) of peritonitis with culture positive for escherichia coli (e.coli) and pseudomonas and pneumonia in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis and was hospitalized on (B)(6) 2011 for the event. On an unreported date, during hospitalization, the patient was also diagnosed with pneumonia and was placed on a ventilator. The nurse stated that the pseudomonas peritonitis was possibly hospital acquired. The patient was recovering from both the events and remained hospitalized. On (B)(6) 2012, the patient had her pd catheter removed and was placed on backup hemodialysis. Concomitant medications were not reported. Per the nurse, the event was not related to dianeal and extraneal therapies. The nurse stated that the physician believed that the e.coli peritonitis was related to a possible micro-perforation in the patient's bowel. Per the nurse, the events were not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd890426, gd889493, gd888511, and gd890418 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.